Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: blank fields on this form indicate the information is unknown or unavailable. Patient code: anxiety (2328) - not listed in IFU, vessels, perforation of (2135) - listed in IFU, organ(s), perforation of (1987) - not listed in IFU. Device code: migration of device or device component (1395) - not listed in IFU, no code available (3191) - device perforation - listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Additional information: blank fields on this form indicate the information is unknown or unavailable. Patient code: anxiety (2328) - not listed in IFU, vessels, perforation of (2135) - listed in IFU, organ(s), perforation of (1987) - not listed in IFU. Device code: migration of device or device component (1395) - not listed in IFU, no code available (3191) - device perforation - listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 11may2018 as follows: pt allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to a pulmonary embolism. Pt alleges migration, vena cava perforation, organ perforation, osseous reaction due to perforation, small bowel perforation, vertebral body perforation. Pt further alleges anxiety, mental anguish and stress.

Event description:
Per abdominal CT, dated (B)(6) 2017, "ivc filter: the filter shows normal location with the superior margin of the stab located at, the l2 superior endplate. No significant tilt is seen. The stem does not appear to contact the ivc wall. The posteromedial strut of the filter perforates through the ivc wall and extends into the anterior margin of the l3 vertebral body. The anterolateral strut also extends through the ivc wall a distance of at least 6 mm and appears to extend a few millimeters into the posterior wall of the duodenum. The posterolateral stripe also extends through the ivc wall but does not extend into the right psoas major muscle. The anteromedlal strut also extends through the ivc wall and appears to contact but not extend into the posterior wall of the duodenum".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - migration, vc & organ perforation, anxiety, mental anguish, stress". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported anxiety, mental anguish, or stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.